Event description:
As reported, during use in patient with this swan ganz catheter, a leakage at the balloon was noticed. The balloon had been tested before use without any issues. There was no allegation of patient injury. Patient demographics unable to be obtained.

Manufacturer narrative:
One swan-ganz catheter was received by our product evaluation laboratory for a full examination. The report of leakage issue was confirmed. During visual inspection balloon was found ruptured at the central area. The balloon edges did not match at the ruptured region. All through lumens were patent without any leakage or occlusion. No other visible damage was observed from catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering investigation, balloon inflation and visual inspection is performed as part of the manufacturing process. Nevertheless, a personnel acknowledgment was provided to the manufacturing personnel. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.